Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The insulin pump was received with motor error alarm during the basic occlusion test due to loose protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. Device was received with normal operating current. Pump passed self test. Device passed off no power test. The motor was tested outside of the device and passed. Device was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip.